Manufacturer narrative:
Device passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No hardware low level failures error, inter processor communication error, or the motor processor did not report the pumps stroke as finished in reasonable time error during testing noted. However, hardware low level failures error. The motor processor did not report the pumps stroke as finished in reasonable time error and inter processor communication error confirmed in pump history due to a software anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures error occur two times. The customer¿s blood glucose was 190 mg/dl at the time of incident. The customer also reports the multiple pump error alarm and customer was able to clear the alarm and able to rewind the insulin pump. The insulin pump will be returned for analysis.